Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed. The biomed indicated that the alarm speaker was functional. Additionally, three different transmitters were used and the same symptom was reported. The rse assisted the customer with rebooting the host. The biomed ran several tests and found that the alarms did sound successfully at the central. A philips technical consultant (tc) was dispatched per customer request. The tc reviewed the audit log and the alarms were successfully tested. Biomed had already rebooted the host and neither nurses nor biomed reported any problems since the reboot. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that some alarms did not sound at the [pic ix] central but did on the [mx40] telebox. No telemetry disconnects were reported. The device was in clinical use on a patient at the time of the event. No adverse events were reported.

Manufacturer narrative:
Since testing of the alarm sounds was performed following the system reboot, the investigation was unable to confirm whether sound was functional at the time of the issue. While the reboot may have addressed the sound, there is insufficient information to determine the actual cause. A specific event time was not provided by the customer. The tc reviewed the audit logs for alarming over a two-hour period of time on (B)(6) 2025 beginning at 15:04 with bed label t1403-02 and device label t14w-tel13. While the tc identified alarming during this time, the investigation is not able to confirm any specific alarming. The customer alleged a local audio off message. Per the intellivue mx40 instructions for use, release c.01 part number 4535 647 51531, the local audio off message is displayed as a reminder that alarms are never annunciated on the mx40 in telemetry mode. This is expected. The rse worked with the biomed to identify alarms during a two-hour window surrounding the event. The cause of the issue could not be confirmed and is considered unknown. The investigation concludes that no further action is required at this time.